Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that there was resistance with the balance middle-weight guide wire during advancement and removal of the 2.75x8 trek balloon from the mildly tortuous, non-calcified right coronary artery. The same resistance was encountered with a non-abbott 2.75x8 balloon as well. The case was completed and there were no adverse patient effects. No clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. In addition, 20 unused, sterile balance middle-weight guide wires with the same part and lot number (1001780js / 4100371) as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested sample. The unused returned devices did not show any indication of deficiency.